Manufacturer narrative:
G3. PMA / 510(k) #: please note that this device is not marketed in the united states; however, the device is deemed the same as the united states marketed device catalog # c01a, 510k # k041584, UDI # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a percutaneous vertebroplasty with fixation 2 level above and 1 level below in a patient diagnosed with compression fracture and rupture fracture due to primary osteoporosis. It was reported that during cement filling, peep was set to 15. At l2, there was leakage of cement into the blood vessels was observed, and additional filling was discontinued. On both sides, movement of cement into the blood vessels was confirmed. It is not sure whether the cement leakage is a problem with the cement or not, there was no abnormality in the cement itself during stirring and filling. There was no patient symptom reported. There were no further complications reported regarding the event.